Event description:
It was reported that, some months after the patient underwent rezum water vapor therapy, they experienced urinary retention. A catheter was placed and, when it was removed, tissue of unknown origin was expelled from the patient. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.